Event description:
It was reported that when the patient tried to turn stimulation on, he would get two flutters and then nothing. He did not feel stimulation therapy. He had tried turning stimulation on using his patient programmer (pp) and his implantable neurostimulator recharger (insr). The patient saw his regular status screen for the pp and the insr and turning stimulation on resulted in seeing the lightning bolt, but he was not able to feel stimulation. The patient had a loss of therapeutic effect. There were no falls or trauma. The event date was noted to be in (B)(6) 2015. It was noted that the patient had a bad back, which he had prior to getting his ins. It was later reported that the patient still had concerns regarding his device or therapy but he was working with his doctor or manufacturing representative (rep). A surgery was scheduled for (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140; serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was not determined and it was unknown if it was device related. Reprogramming was not needed. There was a sudden loss of therapeutic effect and a sudden loss of stimulation. The patient¿s depleted implantable neurostimulator (ins) was replaced on (B)(6) 2015 into the existing ins pocket on the right posterior hip. The patient recovered without permanent impairment.